Manufacturer narrative:
Updated fields: b4, b6, b7, d10, g3, g6, g7, h2, h6(investigation type), h10, h11. Corrected fields: e4, g1(contact person), h4.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the missing lead wires. The fse then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), it was noted that lead wires were missing. There was no patient involvement, and no adverse event reported.